Event description:
At about 6 years and 8 months after the primary surgery, the patient was revised due to stem loosening. The surgeon revised successfully stem and head and replaced cup and liner with competitor components.

Manufacturer narrative:
Batch review performed on 30-nov-2022 lot 153847: (B)(4) items manufactured and released on 20-oct-2015. Expiration date: 2020-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.